Manufacturer narrative:
H11: corrected data: subsequent to the submission of initial medwatch, this report has been identified as a duplicate of previously submitted medwatch report of 3007215625-2021-01406-00.

Event description:
Case is duplicate to (B)(4). A treatment provider reported they have a patient who may have developed paradoxical hyperplasia post coolsculpting.

Manufacturer narrative:
H11-: corrected data: subsequent to the submission of previous medwatch report a correction was noted in section h10. Corrected statement is the following : subsequent to the submission of initial medwatch, this report has been identified as a duplicate of previously submitted medwatch report of 3007215625-2021-01389-00.

Event description:
Case is duplicate to case (B)(4). A treatment provider reported they have a patient who may have developed paradoxical hyperplasia post coolsculpting.

Manufacturer narrative:
Correction data: b5, d1, d4, g1, h6.

Event description:
This report has been identified as a duplicate of previously submitted medwatch report 3007215625-2021-01389-00.

Manufacturer narrative:
The following information is in the coolsculpting user manual: paradoxical hyperplasia is characterized by a visibly enlarged tissue volume within the treatment area, which may develop two to five months after treatment. Surgical intervention may be required. Investigation is ongoing.

Event description:
Allergan received a report of a patient who was treated with coolsculpting and may have developed paradoxical hyperplasia.